Event description:
The manufacturer received information alleging an everflo device had purity issue. There was no death, serious harm or injury, and no medical intervention was reported. During the evaluation of the device at the third-party service center, the service technician found the sieves were clogged, outlet cover missing, capacitor was discharged, compressor electrically was defective, the power cable burned, and pca was damaged, it did not start up. Inlet filters need to be replaced due to preventive maintenance. All parts need to be replaced. The device was not repaired by the third-party service center and will be returned to the manufacturer's product investigation lab (pil) for further investigation.